Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and uterine haemorrhage ("excessive uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). At the time of the report, the ectopic pregnancy with contraceptive device, uterine haemorrhage, pelvic pain, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: device successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and uterine haemorrhage ('excessive uterine bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anemia. Concurrent conditions included underweight. Concomitant products included ferrous sulfate (feosol), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches,") and dysmenorrhoea ("dysmenorrhea (cramping)"), 4 months 25 days after insertion of essure. On (B)(6) 2012, the patient experienced the first episode of depression ("depression"), the first episode of anxiety ("mental anguish") and alopecia ("hair loss"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced uterine haemorrhage (seriousness criterion medically significant), the second episode of depression ("depression") and the second episode of anxiety ("mental anguish"). The patient was treated with surgery (ablation). At the time of the report, the ectopic pregnancy with contraceptive device, menorrhagia, uterine haemorrhage, pelvic pain, the last episode of depression, the last episode of anxiety, vaginal haemorrhage, migraine, headache, dysmenorrhoea, alopecia and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, dysmenorrhoea, ectopic pregnancy with contraceptive device, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of anxiety, the first episode of depression, the second episode of anxiety and the second episode of depression to be related to essure. The reporter commented: current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: widely open left tube and second test showed fully closed tubes. Total bilateral occlusion.; on (B)(6) 2008: results: device successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs received. Reporters information updated. Events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), pain, hair loss, weight gain were added. Medical history , lab data , concomitant drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and uterine haemorrhage ("excessive uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, uterine haemorrhage, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, ectopic pregnancy with contraceptive device, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: device successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.